Manufacturer narrative:
Additional information: this event was reported in error. Additional information received from the clinical study site stated there was no bav performed. The site reported this in error, therefore this event is no longer reportable. This report has been filed for redaction.

Manufacturer narrative:
UDI: unknown.  Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The exact cause of the regurgitation was unable to be determined as information was requested but not forthcoming.  However, the regurgitation may be due to patient factors and/or procedural factors listed above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6) via the source 3 clinical study, three years and four months after the implantation of a 23mm sapien 3 valve via transapical approach in aortic position, the echo showed moderate aortic regurgitation. A bav was performed to correct the regurgitation. To date, attempts to obtain additional information have not been successful.